Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: a product investigation was conducted. Visual inspection: visual inspection observed that the reamer head cutting surfaces are dull/rolled compared to a new reamer head which would have to be handled with a lot more care. This is consistent with the reported complaint condition, thus confirming the complaint. A device failure was identified. Investigation conclusion: the complaint condition is confirmed as the synream reamer head ø8.5 was received with the reamer head dull. After a visual inspection, it is determined that the reamer head is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A product investigation was conducted. Part: 352.085. Lot: f-25398. Manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: (B)(6)2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
It was reported on an unknown date while putting the sets back together after going through the decontamination process, the monobloc flexible reamer and medullary reamer head appeared to be dull during an inspection. An awl was also noticed to have an issue where the rubber on the handle of the awl was damaged and coming off. All the reported devices were no longer usable. There were no patient and surgical involvement. This report is for one (1) 8.5mm medullary reamer head. This is report 1 of 2 for (B)(4).